Manufacturer narrative:
(B)(6) 2018. (B)(4). (B)(4) international service technician evaluated the device and confirmed the reported issue. The touchscreen was calibrated to address the event. Electrical and touchscreen tests were performed and the unit passed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified, estimate used.